Event description:
Philips received a complaint by the customer on the v60 indicating issues with the blower; there was no flow output from the patient port. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The device was removed from service. The customer called technical support to report issues with the blower; there was no flow output from the patient port. The remote service engineer (rse) performed troubleshooting with the customer and confirmed that the 1134 "blower stalled" error was logged in the event log. With the pressure set above zero on the pneumatics screen and nothing attached to the patient outlet, the blower revolutions per minute (rpm) stayed at 3000, and the blower amps and volts increased; however, the blower was not spinning. The rse advised the customer to replace the blower and provided the customer with the part number and priced of the replacement blower for repair. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device, and upon arrival, the asp ultimately replaced the gas delivery system (gds) and blower assembly, after which the issue was resolved as the device functioned as designed and passed all t&v tests. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.